Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Mfg investigation action was performed. The investigation of the complaint articles has shown that: the drill bit tip broke off. Further investigation regarding manufacturing and raw material documents of this instrument produced (B)(4) 2013 shows conformity to specifications as well. Since we are not aware of exactly circumstances during surgery we suppose that a mechanical overloading situation must have led to the breakage (possible touched k-wire). The broken surface of the drill tip is homogenous which indicates material conformity to the specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke at distal tip during surgery. This report is 1 of 1 for (B)(4).